Event description:
Noise was observed on a stored egm. The patient received inappropriate hv therapy as a result. The noise was indicative of a possible lead fracture or connector issue in the header. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.